Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable, pump won't run" alarm. It was reported that the residual volume was 22.1 ml, the rate was 2.3 ml/hr. The amount given was 83.95 ml. Per reporter it was unknown if there was air in line. No adverse patient effects were reported.